Event description:
Hearing performance with the device is affected. Reportedly, in (B)(6) 2020 the user was doing aikido and hit his head. The re-implantation was performed.

Manufacturer narrative:
Conclusion: according to the received information from the field, the recipient experienced an impact to the implant site and was not able to benefit from the device after the reported event. However device investigation did not reveal any device defect which would explain for the experienced lack of benefit. Therefore a device unrelated medical condition seems to be the cause for the non-benefit. The reported blow to the head might have caused temporary irritation of cochlear structures, resulting in an accumulation of endolymph in the cochlear duct. Further one electrode channel was found to be damaged due to device minute mobility, likely already prior to the reported impact. Additional mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. Reportedly, the user hit his head. The re-implantation surgery is scheduled on (B)(6) 2021